Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient has a (B)(6) infection at the location of the catheter incision site. The catheter was exposed. The patient was on vancomycin. The system was indicated as being intact and working, but pus was noted at the back of the wound. The physician was considering treatment options for the infection without removing the system. The patient was hospitalized and noted as being stable. The drug used in the pump at the time of the event was baclofen. Additional information has been requested, but was not available as of the date of this report.